Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported deflation. Device remains implanted. This relates to the right side.

Event description:
The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: the device has no openings. Additional observations: ¿ creases were observed. ¿ white particles observed on the surface of the shell. No further actions are required as the device was implanted. Additional, changed, and/or corrected data: a4, b6, d9, h3, h6.

Event description:
Healthcare professional reported right side deflation. Device has been explanted and replaced.